Event description:
Consumer called with concerns about her meter. Meter was reading higher than she felt. Got a reading of 73 and checked with a friend's meter and got a reading of 23. She went into shock and paramedics were called for assistance.